Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial tachy therapies was explanted after 26.9 months for elective replacement indicator (eri). The physician expressed dissatisfaction with regard to device longevity.